Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The customer contacted product support and was advised to replaced the flow sensor assembly.

Event description:
The customer reported that the unit failed the air flow accuracy at base line. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.